Manufacturer narrative:
Investigation - evaluation: a review of the device history record, manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported that a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed in the patient's kidney and while the patient was at home afterwards, the hub came off of the drain within one day of placement. The device will not be returned for evaluation. A photo from the customer shows what appears to be a hub separation. No adverse effect to the patient. The device was removed and replaced with no additional interventions needed.